Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the front panel on the ventilator and ran the operational verification procedure (ovp). The device meets manufacturer's specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the ventilator is blank and does not power up. There was no patient involvement associated with this issue.